Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. Additionally, the battery gauge was observed to be fluctuating. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to an alternate pump for insulin therapy.